Manufacturer narrative:
Section a2, a3, a4, a5 and a6: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during procedure, a black thread was inadvertently introduced into the patient's eye along with the healon pro 0.85. The thread was successfully removed, and there were no adverse consequences for the patients. Through follow-up, we learned, that the thread was rinsed out the patient's eye and the surgery was performed without complications. No additional medical or surgical intervention were performed. No further information was provided. This case is for unidentified patient #2.